Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed under general anesthesia on an unknown date. Additionally, fiducial markers were placed transperineally. During the procedure a rectal wall infiltration (rwi) was detected. The procedure was not able to be completed. As a result, the patient's radiation treatment was delayed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6)2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code (B)(4) captures the reportable event of gel misplacement non vascular.